Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 41.8 cm to 42.4 cm from the connector pin. Abrasions are indicative of constant friction with another implantable device.